Event description:
During remote follow-up, the device delivered inappropriate anti-tachycardia pacing (atp) during an episode of atrial fibrillation. The device delivered appropriate high voltage therapy that was ineffective. The patient returned to sinus rhythm. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.